Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the lg cable connector fluid damage, the insertion flexible tube (ift) coating damage, the segment steel braid broken, the plug to cable attaching base broken, the distal case cracked, the remote control button cracked, the lg cable connector corroded, the suction channel kink, and the distal case gaps or gouges in the glue area; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).